Manufacturer narrative:
The customer was able to duplicate the reported problem. This was identified as out of box failure (defoa). The customer requested replacement of this unit. The unit was replaced to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error at power up. The customer reported there was no patient involvement.